Event description:
It was reported that the user experienced a severe hypoglycemia after a period of hyperglycemia attributed by the user to a kinked teflon cannula; the user observed glucose readings over 400 mg/dl with symptoms of dizziness and thirst, then experienced a rapid drop to a reported ¿low,¿ and stated he believed the cannula straightened and delivered accumulated insulin at once; the user disconnected the pump, treated with a bottle of regular soda, returned to range, and replaced infusion supplies approximately two hours later. Symptoms included sweating, dizziness, and impaired cognition consistent with hypoglycemia. Outcomes included patient-reported severe low glucose; no medical intervention beyond oral carbohydrate and no hospitalization were reported. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, and there was insufficient information to identify a specific device problem or implicated component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.